Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the l2 drg lead was exhibiting high impedances and unable to be placed in MRI mode. As such surgical intervention was undertaken where the lead was replaced and issued was resolved.